Event description:
The patient's wife reported that her husband had an overdose due to an "alleged malfunction" of his pump. She stated that at refill 10cc went in the pump and 10cc into his body. The patient became comatose, was treated, and remained in ICU for 5 days, the pump was replaced about one month later. The drug the patient was receiving via the pump was not reported. At the time of this report, the pump had not been received by the manufacturer. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.